Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced a safety shield failure after use. The device was then involved in a dirty needlestick injury to a member of the hospital staff. The following information was provided by the initial reporter: a person from the hospital staff has suffered a needlestick injury (the patient is hiv positive). The safety mechanism did not release, therefore the person has tried to take off the white safety plastic shield upon which the needlestick injury happened. The precise day when the incident occurred is unknown. The health care worker inserted the catheter without pulling out the needle completely. After doing this, she fixed the wings with the bandage. And because now the safety mechanism could not be activated, the health care worker held the safety mechanism with her hand and tried to pull the needle out of the catheter. While doing so, the white safety cap was torn off and the needlestick injury occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced a safety shield failure after use. The device was then involved in a dirty needlestick injury to a member of the hospital staff. The following information was provided by the initial reporter: a person from the hospital staff has suffered a needlestick injury (the patient is (B)(6)). The safety mechanism did not release, therefore the person has tried to take off the white safety plastic shield upon which the needlestick injury happened. The precise day when the incident occurred is unknown. The health care worker inserted the catheter without pulling out the needle completely. After doing this, she fixed the wings with the bandage. And because now the safety mechanism could not be activated, the health care worker held the safety mechanism with her hand and tried to pull the needle out of the catheter. While doing so, the white safety cap was torn off and the needlestick injury occurred.